Event description:
The patient's blood pressure dropped approximately 1 hour post removal of the boomerang. A CT scan was performed and a retroperitoneal hematoma was noticed. Patient is obese, the stick was high (no groin shot was taken), and there was a possibility that the physician stuck the patient twice. The boomerang 610 dwelled for 15 minutes with 5 minutes of manual compression. There was no oozing. Blood was given to the patient who is now stable.